Event description:
It was reported by the customer that when they went to put the device back into service after use, it was observed that the yellow tab that holds the lid closed was broken / missing. The device now will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.